Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the home choice unit during initial drain. The technical service representative (tsr) had the hp check for air in the lines. The hp stated there was air in the patient line. The tsr assisted with ending therapy and the hp would start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time. Product surveillance contacted home patient (hp) on (B)(6) 2010 in regards to air in the patient line. The hp stated she started over with new supplies and had discarded the sample. Therapy had been going well since. No further information was available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
It was reported to baxter that one (1) disposable infusion pump (unknown product information) "finished early" during patient use. There was no additional information emailed from the customer. There is no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The patient stated that there is air in the patient line. From the data within the complaint information the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.